Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx won't power on with ac. And that the ac charging light does not come on.